Manufacturer narrative:
Additional information was reported on 4/26/07 stating that the device had been removed and replaced rather than repaired, as initially reported. At this point, the complaint was determined to be MDR reportable.

Event description:
It was reported to tyco healthcare/kendall on april 16, 2007, that a customer had a problem with a dialysis catheter. The customer states, both arterial and venous adaptors of palindrome catheter cracked. They started with a small chip that quickly developed into a large crack. It was reported to tyco healthcare on april 26, 2007, that the catheter had been removed and replaced, requiring the catheter to be replaced.